Manufacturer narrative:
Investigation summary: DHR was reviewed and no qn found. Manufacture records were reviewed, nothing abnormal was found. Cannula point appearance of np end, cannula pull force, glue, glue height and hubber appearance were inspected for 7pcs retention parts, all results passed. Based on investigation above, the certain cause cannot be concluded. Rationale: no CAPA needed.

Event description:
It was reported that the pen needle would not detach during use with a bd autoshield¿ duo safety pen needle. The following information was provided by the initial reporter, translated from (B)(6) to english: when using and removing the 5mm pen needle, the needle couldn't be pulled out. This customer had met this issue for many times.